Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A certified surgical technician/surgical coordinator reported that following an intraocular lens (iol) implant procedure, the patient's vision was severely blurry and there was an unexpected refractive error. The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that there was no patient harm, the patient's issues have resolved, and the prognosis is good. The replacement lens was the same model but 1.5d difference in power.